Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately six months after implantation, the site reported that the patient¿s lvad power consumption and estimated flows increased. The patient was initially treated with thrombolysis but this was not successful. The patient was then treated with a pump exchange. Post-operatively, the patient is reported to be awake and stable in the intensive care unit.

Manufacturer narrative:
Hvad® pump hw10414 was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that hw10414 met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Controller log files were not provided despite multiple attempts to obtain them. Independent pathological analysis confirmed the presence of thrombus. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.